Manufacturer narrative:
(B)(6). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The expected fasting blood glucose test result range is 108 to 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer fasting during call on (B)(6) 2015 produced results of 242 mg/dl and 225 mg/dl. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 09/25/2017 and open vial date is not known. The meter memory recalled for fasting test results performed: (B)(6). Adverse event not reported.